Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
The patient reported that their right ventricular (rv) lead moved around and could be seen sitting on top of their implantable cardioverter defibrillator (ICD). The lead remains in use. No patient complications have been reported as a result of this event.